Event description:
Reference number (B)(4). Event occurred in france. On 25-may-2024, it was reported by the patient that infusion set cannula was detached after one day of use. No further information was available.